Event description:
It was reported that the pump was emitting loss of prime alarms multiple times per day. The pump has been returned and evaluated by product analysis on 06/10/2011 with the following findings: the force sensor assembly was found to be damaged. Contamination was observed on the force sensor assembly. This report is being made based on the investigation results.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 06/10/2011 with the following findings: the force sensor assembly was found to be damaged. Contamination was observed on the force sensor assembly. A review of the pump history did not indicate that loss of cartridge detection had occurred. Recall 2531779-03/24/2010-003-r. (B)(6).